Event description:
During a gastric bypass procedure, the physician directly placed the subject device on the drape of the pt's abdomen. When the drape was uncovered, it was apparent that the subject device had left a superficial burn mark on the physician's abdomen. The physician didn't use an instrument holder. The physician inspected the burn, but did not prescribe any additional treatment. The procedure was completed as scheduled. There was no pt harm reported.

Manufacturer narrative:
The subject device was not returned to olympus for eval. The physician placed the subject device, which was heat after activating, on the drape covered the pt's abdomen. And that it was burn the drape and the pt's abdomen. The tb-0535pc instruction manual already states: warning: to prevent injury to the surgeon, surgical staff and/or pt due to accidental activation, do not leave the thunderbeat in contact with the pt or a flammable object, such as a drape, while not in use. Also do not leave the instrument in contact with a tissue, that pt or a flammable object, such as a drape, after the output has ceased. Otherwise, unintentional burns of the surgeon, surgical staff and/or pt or a fire hazard may result. If additional info is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.